Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached recommended replacement time (rrt) with unexpected battery longevity. It was also noted the left ventricular (lv) lead exhibited some periods of high lv threshold measurements. The lv had been previously revised after the high threshold was observed and remains in use, and the crt-d has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.